Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 -16.50/4.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Cause of event was not reported.